Event description:
Reportedly, this device was explanted after approximately a 18 duration due to unknown reason. Physician would not release information regarding explant.

Manufacturer narrative:
Device not returned.